Manufacturer narrative:
H.6. Investigation: when the appearance of the actual product was confirmed, no abnormality such as damage or deformation was found. After checking the airtightness (the relevant jis standard: 150 kpa, no water leakage when pressurized for 15 minutes), no leakage was observed from any part. As a reference, we confirmed that the samples we stored (products stored in each production lot n = 5) were airtight, but found no leaks. In addition, this product has never been found to be abnormal in the shipping test for all serial numbers (airtightness confirmation. Sampling inspection: n = 8). The cause could not be identified because there was no abnormality in this product, but this event was presumed to be caused by incomplete connection or loose connection. H3 other text : see h.10.

Event description:
It was reported that the ext/1cq/sb/50cm experienced leakage during use. The following information was provided by the initial reporter: used for cv line and flowed vasopressor. At 22:00, hcp didn't confirm leakage however leakage was confirmed at 22:40. Leaked point is unk.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the ext/1cq/sb/50cm experienced leakage during use. The following information was provided by the initial reporter: used for cv line and flowed vasopressor. At 22:00, hcp didn't confirm leakage however leakage was confirmed at 22:40. Leaked point is unk.